Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "3, 4, 5, keys not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's 3, 4, 5, keys were not working on keypad found during testing in the biomedical service department. There was no patient involvement. No additional information is available.